Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results. Hsc has reviewed the data provided. The customer thaws quality control (qc) in the refrigerator and there is no indication if the calibrator was handled in the same manner. The sample in question had a different recovery when repeated the next day. There is insufficient information to determine if the issue was caused by incorrect sample handling. The qc and calibration are within expectations when handled according to the package insert and no other samples were reported to have a discrepancy. Hsc cannot determine a root cause or non-conformance on the information provided by the customer. The customer declines any further investigation into the issue. Customer service engineer (cse) recalibrated lot eb9158 on 15-nov-2018 and quality control was within peer ranges. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant elevated cardiac troponin I (tni) results were obtained on a patient(s) sample on the dimension exl instrument. The discordant results were reported to the physician(s) and not questioned. The same sample was reprocessed on the original instrument after recalibration and a lower result was obtained. The customer considered both results elevated. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I results.